Event description:
It was reported to medtronic minimed that the customer passed away on (B)(6) 2024. The cause of death was due to cardiac arrest. Customer also experienced kidney failure. The last known product(s) for this customer are as follows: mmt-1881. Troubleshooting was performed. The customer¿s blood glucose was unknown at the time of death. The pump was worn at the time of passing. It was unknown whether the customer was using a sensor at the time of event. The customer will discontinue the use of the device. Mmt-1881 was requested and the device was returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph, problem isolated to the electronic assembly. [Per freger, mark ¿ r&d engineer: all pump errors 53 were generated due to exception on main mcu - suspecting the hw (bum)] lowbatteryalert (104) - unknown. Pump errors 53 - confirmed. Pump was cut open to perform visual inspection and found moisture damage on the pcba1, and pcba2. No damage noted on the force sensor or motor. The pump passed the functional testing. Pump errors 53 confirmed (found in the pump history file), problem isolated to the electronic assembly. No current code/category confirmed - the power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph, problem isolated to the electronic assembly. Found moisture damage during visual inspection at the electronic assembly. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.